Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Sample was returned for analysis. During the visual inspection of the sample, it was observed that sample was partially opened. However, suture material in the part that remained sealed could be noted and compromised the sterile barrier.

Event description:
It was reported that the patient underwent coronary artery bypass procedure on (B)(6) 2017 and suture was used. Prior to use on the patient, the suture was detached from the tray when out of the package. A like device was used to complete the procedure. There were no adverse consequences for the patient reported. Upon product evaluation, suture was found in the seal area of the package.